Manufacturer narrative:
Two samples from the patient were submitted for investigation. The customer's high results for ft3 and ft4 were reproduced. Further investigation determined the samples contained an interfering factor against the ruthenium component of the reagent. This interference caused the high ft3 and ft4 results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The sample was requested for investigation. H3 other text : na.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys ft3 iii and the elecsys ft4 IV assay on a cobas e 801 analytical unit, serial number (B)(6). The questionable results were reported outside of the laboratory. An interference is suspected by the customer. This medwatch will apply to the ft4 IV assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 iii assay. The sample was initially tested on (B)(6) 2023. The sample was repeated using the abbott ft3 and ft4 methods. The sample was also tested on the customer¿s e801 after using a heterophilic blocking tube (hbt) on (B)(6) 2023. Refer to the attachment for all relevant test data.